Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it's likely the b30 scope communication error occurred due to corrosion on the plug unit. The definitive root cause of the b30 error and damaged plug unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a b30 scope communication error. There was no patient involvement.